Event description:
Our affiliate is reporting that since an initial meniscal repair procedure using rapidloc implants (2) in 2007, the pt has had a series of four fluid drainings due to fluid/ swelling in the knee approx once a month. There was blood in the fluid during the third fluid draining three months later. The smear test was negative for infection and there was no inflammation. The pt was given cortisone therapy. It is unknown by the surgeon what this event can be attributed to. (See also MDR 1221934-2008-00059)

Manufacturer narrative:
The product is still implanted and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. The tests came back negative for infection and the surgeon does not know what the event can be attributed to. At this point in time, no further action is warranted. If however, more info is rec'd that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.